Manufacturer narrative:
Correction: b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the initial attempt lv lead high threshold was due to patient anatomy while placing the lead.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and undefined impedance and high thresholds. The lead was removed. A new lead was attempted but not used as the physician experienced difficulty advancing the guidewire through the lead. A different lead was then implanted. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced as the reported high thresholds were more quickly draining the battery. The patient is a participant in the post approval clinical surveillance product surveillance registry. It was later reported that lv thresholds had previously increased and dramatic changes in threshold measurements were observed with different vectors. A vector was selected that yielded reasonable capture threshold measurements with a minimum of chest wall sensation. The lead thresholds may have reached non-capture levels. It was further reported during the implant procedure while the lv lead was plugged into the crtd it exhibited elevated pacing threshold, reposition was attempted but did not work. The lv lead was replaced with another lead which initially showed acceptable pacing threshold when connected to the crtd. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.